Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (activation has been interrupted due to an error c-33) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The front bezel had a deep scratch on the right side. The cover had scratches on the left side. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an error on the integrated electro surgical unit. The customer attempted to troubleshoot the issue with multiple power cycles but the error continued to occur. The customer had a third-party generator and connected it to the system to continue the case. The procedure was completing as planned with no reported injury.